Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient loss of consciousness (loc) at her workplace due to hypoglycemia, but she cannot recall the exact time it happened. She reported falling and hitting her head on the floor. She stated that she did not experience any warning symptoms prior to passing out. No fingerstick glucose test was performed before the event, and she could not recall the glucose readings from her cgm at that time. At work, she was administered one bag of intravenous fluids (IV) and subsequently regained consciousness. A fingerstick blood glucose (fs bg) test performed afterward showed a reading of 44 mg/dl. Paramedics arrived and transported her to the hospital at approximately 2:00 p.m. The patient reported receiving IV dextrose (sugar water) in the hospital but was unable to confirm the dosage or the number of bags administered. She was admitted to inpatient hospitalization and removed her sensor during the stay, stating it was inaccurate. Fs bg¿s were performed every 15 minutes while she was hospitalized, but she cannot recall any of the values taken. She was discharged the next day on (B)(6) 2026, at 2:00 pm, after her fs bg were within normal range and her conditional stabilized; however, she could not recall the fsbg value at the time of discharge. No other details were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.